Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned results for 2 patient samples tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. Based on the data provided, the results for 1 patient sample were discrepant. The initial hcg + b result was 346 iu/l. This result was reported outside of the laboratory where the dermatologist questioned the result and contacted the laboratory. On (B)(6) 2018 the sample was repeated and the result was < 1 iu/l. The hcg + b result was corrected and the patient received the correct treatment. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 284292. The expiration date was not provided.

Manufacturer narrative:
The customer is currently repeating all hcg + b results between 1 iu/l and 1000 iu/l and has not had any additional questionable results.

Manufacturer narrative:
A general instrument or reagent problem could not be identified. The investigation was unable to find a definitive root cause.